Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. The device was unable to prime during prime test due to faulty force sensor resistor. Basic occlusion, and occlusion test were not performed due to prime anomaly. The device alarmed during self-test due to faulty connector on radio frequency board. The device had had minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump randomly turns off and time and date would need to be reprogrammed. Customer's blood glucose was 130 mg/dl. During troubleshooting, it was found that customer received a few failed self-test alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.